Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the patient felt like the device was too shallow. The patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
.